Manufacturer narrative:
Concomitant medical device: dtbb1d1 ICD implanted: (B)(6) 2015.

Event description:
It was reported that there was high impedance, intermittent capture and high thresholds on the right atrial (ra) lead. There was also noise and a possible fracture. The lead remains in use. No patient complications have been reported as a result of this event.